Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for upgrade of the current dual chamber pacemaker to a bi-v pacemaker, during repositioning of the right ventricular lead, the stylet could not be inserted the lead was explanted and replaced without incident.

Manufacturer narrative:
Analysis was normal. No anomalies were found.